Event description:
It was reported that a patient presented remotely via merlin.net. The atrial lead exhibited far r-wave oversensing and noise oversensing which triggered inappropriate mode switch. Additionally, the atrial lead also had increased in capture threshold and pacing impedance. The atrial lead will continue to be monitored. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the atrial lead exhibited high pacing impedance.